Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was alleged the pump¿s time was inaccurate by more than 5 minutes per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2015-product analysis:the device was returned and evaluated by product analysis on 01/19/2014 with the following findings:the complaint could not be investigated due to an unrelated issue. Review of the pump¿s black box revealed a time and date reset to default following a rebooting event. The pump accurately maintained time for a 5 day interval. The pump¿s time and date reset to default when the battery was removed for 1 hour. Unrelated to the complaint, the display screen was dim and discolored. A battery compartment crack was discovered.